Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise. The patient reported receiving inappropriate shocks. Impedance was stable. Furthermore, the field representative suspected a lead fracture. Additional information indicated that the cause of noise was undetermined however oversensing did not lead to pacing inhibition. Inappropriate shocks did not result to device therapy exhaustion. The patient was scheduled for follow-up and possible extraction. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.